Event description:
The entire device was removed from the pt and replaced due to left cylinder-erosion of outer sheath at mid-cylinder and right cylinder-severe pin-point orifices in distal portion of cylinder. Other lot/ser no: 1244p 004.